Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the manufacturer representative. It was reported that the ins wasn't considered at the time as early depletion. It wasn't considered to have depleted more quickly. It had an average battery life. The battery worked fine in the eyes of the physician.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) who was receiving medullary stimulation since 2005. It was reported that the patient had a history of the ins depleting more quickly and that the ins implanted in (B)(6) 2005 was changed in (B)(6) 2007. Two years was noted. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ins was used at an amplitude of 4 volts and had a longevity of 29 months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.